Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that on (B)(6) 2006 patient had a leep and endocervical curetting because of lgsil and carcinoma in situ per cervical biopsy. It was reported that the patient underwent a gynecological procedure and mesh was implanted on 04/18/2008 along with concurrent anterior and posterior colporrhaphy with mesh augmentation and cystoscopy due to pelvic organ prolapse. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.